Event description:
It was reported that this communicator showed a red call doctor (rcd) icon which indicates a potential change in the patient's implanted device, that was not transmitted as yellow sending waves were noticed. The communicator was power-cycled and the issue was resolved once the patient moved to a different room in the house. Further information was received indicating that the rcd alert was recorded due to a lead safety switch that was triggered due to high right ventricular (rv) pacing impedance out-of-range (oor). The impedance trend has irregular spikes across time to the point of reaching the mentioned oor measurement. Attempts to obtain additional information were unsuccessful. This implantable pulse generator (pacemaker) remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).